Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage to the conductor wire at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument failed the electrical continuity test on three out of three attempts. There were no signs of thermal damage.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the bipolar energy of the fenestrated bipolar forceps instrument worked intermittently. The bipolar cord was replaced, but the issue was not resolved. The procedure was completed with no patient harm. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that there was no instrument issue when the instrument was used in the procedure. There was no patient injury.